Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on the device history record (DHR) and supporting quality records can be performed. However, an increase in pledget related complaints was observed and an investigation was launched under CAPA-(B)(4).

Event description:
The patient stated that cotton was found in her vagina and removed during a medical exam. Diagnosed with bacterial vaginitis and placed on antibiotics. The patient had experienced headache, nausea and dizziness over past 2 months.